Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, after attaching a cassette, the pump was started and immediately went into error mode and showed "no disposable, pump won't run", due to the downstream occlusion sensor (dso) failing to detect the cassette. Subsequently, the dso was replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a "no disposable" alarm and could not detect cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.